Event description:
Tube was placed on 10/19/98 and had to be replaced on 10/27/98 due to balloon rupture. Normally these tubes have been lasting this pt for 5-6 months. The same thing happened with the next 2 tubes. Placed on 10/27 replaced on 11/6; placed on 11/6 replaced 11/12. Each time the tubes were pre-tested by interventional radiology and found without leaks, but when re-tested after replacement each of the three tubes were found to have pinhole leaks. Aside from the reintubations the pt has had problems with a small amount of bleeding at the stoma due to irritation from frequent manipulation and was placed on prophylactive antibiotics.